Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that not charging for a significant amount of time was the circumstances that lead to the issue. Replacement device was sent and issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they hadn't used their device in a couple months because it wasn't doing hardly anything for them so they stopped using the stimulator. Patient mentioned they talked with their healthcare provider (hcp) and though the stimulator was overstimulating their nerves. Patient noted now they were trying to charge the controller but the controller wouldn't charge. Patient plugged the controller into the ac power supply cord and the controller displayed memory problem data has been lost. Patient mentioned they didn't notice a different but their back was getting worse and the issue began the last couple months ago. During the call, patient had the controller inserted into the ac power supply and the controller showed memory problem, patient set the date and time then controller showed recharging not available cannot continue install medtronic battery pack and try again screen. Agent asked and patient mentioned there was no green light on the controller. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the ac power supply, controller compartment pins, controller port and li battery pack pins. Agent walked patient through removing the li battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the li battery pack and but there was no green light above the controller. The issue was not resolved. A request was sent to the repair department to replace the controller. The patient stated they received the new controller but it won't stayed on. They followed the instruction but when they put in the li battery pack to the controller it doesn't do anything. During the call patient plugged in the controller to the ac power supply without the li battery pack and confirmed the controller did turned on and got set up screen. The patient reinserted back the li battery pack but there was no green flashing light. The patient disconnected the controller to the ac power supply but the controller shut down and stopped responding. Agent sent a request to repair to replace the li battery pack.